Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid. Device not returned for evaluation.

Event description:
It was reported at 9:10 on (B)(6) 2020, the responsible nurse gave the patient an infusion. During routine PICC flushing, fluid was found at the tip of the catheter. The head nurse and the doctor in charge were immediately notified. After inspection, it was found that the tip of the catheter was broken. The head nurse assessed later, following the doctor's advice, the PICC catheter was removed, the dressing was changed routinely, and the puncture point was pressed for 20 minutes, and the precautions were notified.